Manufacturer narrative:
A follow up was performed with the key market (km), and the responder confirmed that the device was not in use when the event occurred. No patient or user harm reported. The km responder also reported that there was no fault with the device, and the device was returned to service with no repairs performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had the tidal volume, and other parameters increase in value. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).